Event description:
It was reported that episodes of noise, detected as vf, were observed. The noise was reproducible with provocation. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.